Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-07023 / 07026).

Manufacturer narrative:
The anchor plug traction bar of the returned device was observed to be fractured. Scratch marks were observed at the taper joints apparently from effort to separate the tapers. Review of device history records and deviation record show that lot released with no recorded anomaly or deviation. The dimensional analysis could not be performed without disassembling, and possibly damaging the parts. However, the failed components meet design and quality specifications as far as can be determined. Based on this investigation, the part left biomet in a conforming to print specification condition and while clinical factors could have contributed to this adverse event, the cause of the fractured failure mode remains undetermined. Additional data: device is available for evaluation and was returned to manufacturer on jul 22, 2014.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2013 implanting an orthopedic salvage system. Subsequently, patient was revised on (B)(6) 2014 due to fractured spindle pins. During the procedure, the components could not be removed as the tapers were cold welded together. A longer incision site was made and all components were removed and replaced. A 45 to 60 minute delay occurred during the procedure.